Event description:
The pt is implanted with two percutaneous leads for an off-label indication. It was reported, the pt has been experiencing inadequate stimulation coverage on the right side of the desired plain pattern. Reprogramming was attempted to no avail. A full parameter diagnostic indicated valid impedance values on all contacts. The lead placed for left side coverage provides effective pain relief. The pt has been referred for an x-ray of the scs system. The pt is working without her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.